Manufacturer narrative:
The pt expired. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had an ischemic stroke that evolved into a hemorragic stroke. The hospital later reporter that the pt expired on (B)(6) 2012 after withdrawing support.